Event description:
It was reported that the device's ac power module is making strange noise. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this issue has been addressed and the fix was implemented with fco 86100201, which was installed, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device's ac power module is making strange noise. There was reportedly no patient involvement.